Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's battery tube lip was cracked. Customer also stated there was a piece missing from their battery compartment, but their insulin pump was still functional. The customer's blood glucose was 3.9 mmol/l. Customer declined a replacement insulin pump. No additional information provided.